Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a revision surgery at l4-5, l5-s1 with the use of bmp and competitor¿s pedicle screw instrumentation to treat degenerative disc disease, lumbar radiculopathy, and instability. Two weeks post-op the patient reported for a follow up visit. The patient has done well since hospital discharge noting marked improvement of back and lower extremity discomfort. One month post-op the patient reported for a follow visit. The patient has continued to do well noting marked improvement of his preoperative back and lower extremity discomfort. The patient only noted some very mild incisional soreness and no lower extremity discomfort at this time. The patient reported for a follow up visit 3 months post-op. The patient reports noted improvement of his pre-op back pain. Still notes some burning dysesthesias in the left thigh and recently in the right thigh. Four months post-op the patient reported persistent numbness in both lower extremities but feels it has somewhat improved. Surgeon recommends physical therapy.